Event description:
The patient reported that they turned the implantable neurostimulator (ins) off 6 months ago. Amp was 0.00 for all programs. The patient asked if they can still feel "stim" with the ins off and amps at 0.00. The patient stated they had had issues since implant, but it had gradually worsened over the years. The patient indicated the ins "quit" and was replaced 2 years ago (see manufacturer's report # 3004209178-2015-01435). The patient noted leg symptoms became worse after this last replacement. While stimulation is turned off, the following occurred: the patient felt a sense of stimulation when they move a certain way or touch the vaginal area. The patient stated the reason for their call: "I have my device turned off. Is there any way you can have any stim from this when the thing is off? The reason I'm asking is, normally doctors want you to feel it in the vagina area when they program it. If I sit down the wrong way or if I have itch and I touch that area, I feel like a nerve thing down my leg." The patient asked if this is possible with the ins off. Patient services clarified that the ins is off and all programs are at 0.00. Patient services asked if the stim was in the vaginal area when the patient was using the ins. "Yes." Patient services asked if the "stim" sensation that patient feels now is also in the vaginal area or more in their legs. "The vaginal area unless I sit or touch it in the wrong way, then it goes down my leg." Patient services and the patient discussed possibility that some part of the system may be pressing on a nerve. The patient stated: "that's what I think is happening. It's pressing on a nerve somewhere because it's bizarre how it happens. The doctor has been treating me for restless leg syndrome." The patient indicated the medication for restless leg is "not doing anything." (The patient later stated that they are a nurse and their symptoms are similar to restless leg). The patient noted that this morning they sat down in the chair "the wrong way and all of a sudden I felt this leg impulse." The sensation covered the circumference of both legs from just above the knee down to the toes. "And it happens so frequently that it's keeping me up. I have not slept in 48 hrs. If this is a possibility, I'm going to have it taken out...the doctor says with it turned off, that can't happen." The patient noted that the sensation occurs sometimes without touching the vagina area. The patient had seen their current doctor for about a year. Previously they drove back and forth for 4 years to see a different doctor, (who had now retired) "because it was working so good that I just kept seeing her for it." The patient saw their current doctor "4 to 6 months ago" and he said that if the patient wanted the ins explanted "and let's see what happens. If we have to we can put another one in." Patient services asked when this started. "Ever since I had the interstim put in years ago, this started. But it was not that bad." (See also manufacturer's report # 6000032-201 5-00018 and 3004209178-2015-01408). It had gradually worsened over the years. The patient stated they are trying to rule out everything before having it explanted. Patient services consulted with technical services. Technical services confirmed that with ins off and programs at 0.00, the patient should not be feeling stim. Patient services asked if each ins replacement had been in the same pocket. At first the patient said no, but then said they think the doctor did use the same pocket for all replacements. The patient reported: "she put this one in 2 years ago. When the doctor put this ins in "she said 'I got a really good response because I got 4 leads this time. Where the other ones, they've only had 2.' So she said this was a good spot since she was able to get 4 positions." Patient services asked if their leg symptoms became worse after that replacement. The patient noted: ¿yes, they have. She put this new one in a couple years ago and it's progressively gotten worse and worse." The patient indicated they previously kept the ins on all the time, but "I turned it off 6 months ago ... And right now with it off, I'm not having any incontinence." The patient stated they will be calling the doctor's office now. The patient then mentioned "I had surgery on monday, a week ago, for a huge hernia repair and with me being on the table and them throwing me around, when I woke up it, my leg, felt like it was going to fall off. The stimulation of that nerve was going crazy. My doctor said it probably got aggravated" during surgery. "That's when it clicked again, that has to be what it is (a nerve)." No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va01czm, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).